Event description:
Customer reported that the insulin pump insulin is squirting the insulin out and alarming motor error during manual prime.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk.